Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: appointment for CT enhancement of the coronary artery, pre-positioned 20g IV needle in the right elbow, no abnormality in loosening the cannula core before puncture, smooth puncture with good blood return, but the cannula core could not be withdrawn, and it still could not be withdrawn after another attempt.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383517 and lot number 3116950. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information